Event description:
"Boston scientific received info that this right ventricular (rv) lead dislodged, this lead has been removed from service and successfully repaired. No adverse pt effects were reported.